Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection") and pelvic adhesions ("adhesion"). The patient was treated with surgery (loss of cervix, loss of fallopian tubes). At the time of the report, the pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection") and pelvic adhesions ("adhesion"). The patient was treated with surgery (loss of cervix, loss of fallopian tubes). At the time of the report, the pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4). Therefore this case should be deleted from the bayer database as all the information has been transferred from this case to case (B)(4). Live follow up (24-nov-2020 ) of these case is processed in retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection") and pelvic adhesions ("adhesion"). The patient was treated with surgery (loss of cervix, loss of fallopian tubes). At the time of the report, the pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.